Event description:
It is reported that the customer had motor error alarm on the pump. Customer's blood glucose at that time was 115.2mg/dl. Troubleshooting was done. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.